Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor detached from the adhesive after a day while she was asleep. Customer further reported that she experienced dizziness and was unable to self-treat. Customer was treated with orange juice by her partner. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to adhesive issue-overbandage/support mount to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported the adc freestyle libre sensor detached from the adhesive after a day while she was asleep. Customer further reported that she experienced dizziness and was unable to self-treat. Customer was treated with orange juice by her partner. No further treatment was reported. There was no report of death or permanent injury associated with this event.